Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025 around 5:45am, the patient was driving to a camping trip when the cgm was reading 100-120 mg/dl. While driving he ate food. Upon arrival at the campsite, the patient felt dizzy and nearly passed out. The cgm was displaying 250 mg/dl and he administer insulin to "correct it". His wife checked a bg meter reading and it was 37 mg/dl. He drank three bottles of gatorade and was able to get his bg levels to normal levels (no value provided). The patient stabilized after treatment. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was driving. The reported glucose values fall within the e zone of the parkes error grid when the patient felt dizzy. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.